Event description:
It was reported during an afib procedure, the patient developed a pericardial effusion which required a pericardiocentesis.

Manufacturer narrative:
The concomitant products: lasso: model # d-1220-39-s, lot # unknown. Carto 3: model # m-4800-01, serial # (B)(4). Coolflow pump: model # m-5491-02, serial # (B)(4). Stockert: model # m-5463-01, serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found in normal condition. The catheter was evaluated for deflection and patency flow characteristics, also tested for electrical performance, temperature response and stocker compatibility and it was found within specifications.the device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition cannot be confirmed.